Manufacturer narrative:
Block b3: approximated based on the date, the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well post operatively. Electrocautery was used during the procedure. The explanted device was discarded at the hospital.